Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Based on what the customer reported, physio-control provided the part number for a replacement keypad. Physio-control has been unable to contact the customer regarding resolution of the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that he was unable to enter manual mode by pressing the manual button located in the lower left corner of the AED door. Pressing the manual button opens the door and automatically takes the defibrillator out of AED mode, allowing the device user to access manual defibrillation mode and pacing. There was no patient use associated with the reported event. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional/clarified information about the reported issue; however, no response has been received. With the information available, the customer's device may not be able to enter manual defibrillation mode. As a result, manual defibrillation may not be able to be delivered if it were necessary.